Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old female patient with a history of chest radiation for the treatment of hodgkin's lymphoma 35 years prior who presented to an outside facility with progressive exertional dyspnea and fatigue. Echocardiography was performed, which revealed severe mitral stenosis secondary to mitral annular calcification with mild mitral regurgitation and severe aortic stenosis with low gradient due to low output. Subsequently, the patient was referred to the authors facility for aortic and mitral valvular intervention. The authors evaluation included a computed tomography cardiac angiogram, which showed extensive coarse left ventricular outflow tract (lvot) calcium extending from the aortic valve annulus below the left sinus onto the mitral annulus. Four months later, the authors performed transcatheter aortic valve replacement with a 26 mm medtronic corevalve evolut transcatheter valve (unique device identifier number not provided). Following valve deployment, moderate paravalvular leak (pvl) was observed at the site of previously noted lvot calcification. One month later, transcatheter mitral valve replacement was performed with a 26 mm edwards sapien 3 valve. Due to persistently elevated left atrial pressure following sapien 3 valve placement, aortic pvl closure was also attempted at this time. However, advancement of the vascular plug was unsuccessful due to significant resistance from calcium, and the aortic pvl closure was abandoned. The authors stated there was minimal blood loss during the attempt. No additional adverse patient effects or product performance issues associated with medtronic product were reported.

Manufacturer narrative:
Citation: el-sabawi b, et al. Acute fulminant hemolysis after transcatheter mitral valve replacement for mitral annular calcification. Catheter cardiovasc interv. 2020 sep 1;96(3):706-711. Doi: 10.1002/ccd.28944. Epub 2020 may 6. Earliest date of publish used for date of event. Medtronic product referenced: 26 mm corevalve evolut. This suspect valve could be one of the following approved products: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt), evolut pro+ (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.